Event description:
Customer stated that the insulin pump is not working. Customer reporting a hospitalization due to high blood glucose. Customer is thirsty, ketones and nauseous. The blood glucose reading is over 600 mg/dl. Unable to control the blood glucose level. Customer was deliver boluses and the blood glucose levels would not come down. Hospital treated with saline and insulin via manual injections. Customer requested a replacement insulin pump. The current blood glucose reading is 556 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.